Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. The insulin pump alarmed motor error followed by an alarm during basic occlusion test due to corroded motor home switch. No button error alarm noted. All buttons functioned properly; however, insulin pump had corroded keypad traces. The insulin pump was received with corrosion on the electronic assembly and vibrator motor. The insulin pump had cracked case at display window corners noted, cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, button error, and battery out limit. It was also stated the insulin pump has cracks in the upper left corner of the display screen and there's moisture damage. The blood glucose reading was 189 mg/dl. The customer went swimming while wearing the insulin pump. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.